Event description:
Customer reported that a pt returned to surgery with indications of a seroma/recurrent hernia. A 2cm rounded defect was observed with no indication of any of the originally implanted device. Customer indicated that prolene sutures remained present, however no mesh device was identified.